Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f109 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f109 for the reported issue shows no trends. Trends were reviewed for complaint categories, pressure dome membrane leak and alarm #18: system pressure. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4)

Event description:
The customer called to report a pressure dome membrane leak during the treatment procedure. The customer stated approximately 12 ml of whole blood was processed when an alarm #18: system pressure was received. The customer stated the centrifuge bowl stopped and the leak was noticed around the system pressure dome membrane. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was in stable condition, and received treatment afterwards with a new kit. The customer will not be returning product for investigation.